Event description:
It was reported that on 16apr2018, the patient presented to the clinic due to feeling dizzy and the left ventricular assist device (lvad) system was producing low flow alarms which started that morning. The patient was admitted to the hospital. The team felt that this was due to a volume issue. The submitted log files were reviewed by the manufacturer¿s technical services representative and low flow events were observed throughout the duration of the log file. On (B)(6) 2018, the ramp echocardiogram revealed that the left ventricle was dilated and the aortic valve continued to open with each beat. The patient was doing well overall at that time. A computed tomography scan was then performed and showed an obstruction. On (B)(6) 2018, the patient was taken to the operating room and it was found that the gortex that was wrapped around the outflow graft had obstruction in between. Once released, the flows normalized. Nothing was exchanged and the patient was doing well.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01692. This report is being submitted as additional information. Manufacturer's investigation conclusion: the report of an outflow graft obstruction, causing low flow alarms could not be confirmed through this evaluation. The patient¿s log file was submitted which captured numerous low flow alarms. No other unusual events or alarms were captured and the pump appeared to be operated as expected. The patient remained ongoing on heartmate ii left ventricular assist system, serial number (B)(6), until they expired on 02sep2023 (refer to MFR # 2916596-2023-08522). The device was not returned for evaluation. A corrective action has been initiated to investigate extrinsic outflow graft obstruction associated with the heartmate ii and heartmate 3 left ventricular assist systems. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. The heartmate ii lvas patient handbook rev. C is also currently available. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.